Event description:
It was reported a tornado platinum embolization microcoil was deployed in an undesired artery. The device was required to treat the patient's patent ductus arteriosus (pda) via access through the femoral artery (fa). During the first attempted coil deployment, the coil became stuck in the catheter as the catheter's inner diameter was larger than 0.027 inch which was not suitable to accommodate the coil per the IFU. The user then obtained an additional catheter and coil. The user attempted to deploy the coil in the target location; however, the coil went to the internal iliac artery (iia) and the iia was unintentionally embolized. The user then requested assistance from a radiologist to remove the undesired coil, but attempts to retrieve the coil using a snare and balloon were ultimately unsuccessful. The physicians determined that further attempts to remove the coil would pose more risk to the patient and could possibly damage the vessel, so the coil remains in the iia. However, if any adverse effect is observed in the future, re-attempt of retrieval will be considered. Embolization of the pda was able to be completed with another coil. No other adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Customer (person): postal code:(B)(6) PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation on (B)(6)2022, a representative of (B)(6)hospital (japan) reported to cook a tornado platinum embolization microcoil (rpn: (B)(4); lot# 14357303) migrated. The coil was required for a 5-year-old patient to treat patent ductus arteriosus (pda) via femoral artery access. Initially, the user attempted to advance the microcoil through a 5fr catheter with an internal diameter of 0.027 inch. However, the coil became stuck in the catheter, so the devices were removed and another microcoil and a suitably sized catheter were obtained. The user attempted to deploy the microcoil in the target location, but the device migrated and embolized the internal iliac artery (iia). An internal radiologist was contacted to assist the pediatric physician in removing the coil; however, after unsuccessful attempts to retrieve the coil with a snare and balloon, the physicians decided ¿further attempts of retrieval might damage the vessel¿ and ¿would be more risky than leaving the coil there¿. However, if any adverse effect is observed in the future, re-attempt of retrieval will be considered. Therefore, the coil remains in the iia and the pda treatment was completed with a cook pda coil. As of (B)(4)2022, no additional adverse effects to the patient have been reported due to this event. It was reported that the catheter was flushed prior to each coil deployment. Additionally, three cook mreye embolization coils were also used during the procedure. A review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 14357303 revealed no relevant non-conformances. A database search for complaints on the reported lot found one additional complaint reported from the field from the same customer for the coil stuck in the catheter. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current instructions for use [t_ce_tem_rev3] packaged with the device contains the following in relation to the reported failure mode: ¿intended use tornado embolization coils are intended for embolization of selective vessel supply to arteriovenous malformations and other vascular lesions. Tornado embolization coils are ideally suited for tapering vessel situations¿ warnings positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel¿ precautions perform an angiogram prior to embolization to determine correct catheter position¿¿ based on the information provided and the results of the investigation, cook has concluded the cause of this event could not be established. It is possible the vessel was too large for this coil, and a larger coil should have been used, but this cannot be definitely confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.